Manufacturer narrative:
A complete event date and implant date were not provided and have been estimated based on the information received. Therefore, (B)(6) 2015 will be used. -the UDI for the device is unavailable as the lot number was not provided. -a review of the manufacturing records for the tag device could not be performed as the lot number was not provided.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2015 a patient underwent elective endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 6. The tevar indication was pain. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprostheses (tgu343420) was implanted within zone 3, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 42mm, in zone 4. Additionally a branch procedure involving the celiac artery (ca), was performed and post treatment patency was reported. Post operatively the patient was reported to have experienced leg ischemia emboli and a surgical rx treatment was performed. The patient tolerated the procedure, had a spinal drain placed, and was transferred to the intensive care unit and then discharged to a rehabilitation facility on post operative day (pod) 8. The maximum aortic diameter within the treated area at time of discharge was reported to be 28.6mm. The patient underwent follow up visits on unknown pod(s): 37, 310 and 681. On an unknown date, approximately pod 37, follow up imaging reported the aortic diameter within the treated aorta, evg measured 38mm. On an unknown date, approximately pod 310, follow up imaging reported the aortic diameter within the treated aorta, evg measured 31mm. On an unknown date, approximately pod 681, follow up imaging reported the aortic diameter within the treated aorta, evg measured 34mm. There were no additional procedures reported for the patient.